Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, dso seal air bubble, lcd lens scratched, battery compartment broken. The complaint was confirmed/duplicated. The cause was the clock battery of the main board expired. Replaced main board, dso sensor, latch/lock, flex sensor, battery compartment and labels. The device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was reset to 2005 on its own. There was unknown patient involvement and unknown harm/adverse event was reported.